Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had over delivery. Blood glucose was 3.1 mmol/l,3.4 mmol/l and treated with food. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer reported auto mode was automatically delivering insulin at the time of low blood glucose event. The reservoir will not be returned for analysis.